Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 10mmx2.75mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon third inflation at 12 atm for 10 seconds. Furthermore, a pinhole was noted near the distal part of the balloon. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No patient injury was reported and the patient was in good condition after the procedure.